Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The provider states, the cables are crumpled on both the left and right side. He states the cables were shifted in front of the brake.